Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureteroscopy procedure. According to the complainant, the balloon burst while it was being inflated inside the patient. The balloon was inflated with contrast and saline and it is unknown at what pressure the balloon burst. The physician completed the procedure with a different device with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureteroscopy procedure. According to the complainant, the balloon burst while it was being inflated inside the patient. The balloon was inflated with constrast and saline and it is unknown at what pressure the balloon burst. The physician completed the procedure with a different device with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4): "balloon burst."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed that the balloon material was torn longitudinally for a distance of 20mm approximately 5mm distal to the distal transition zone. The presence of dried contrast media was noted inside the balloon material. A visual and tactile examination of the shaft of the device noted no anomalies. Operational context contributed to this event.